Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged that the unit stopped ventilating and did not alarm. It was alleged that the patient desaturated to 69%. The patient was switched to manual ventilation. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed. The gehc field engineer completed a review of the device and system logs and determined a poorly mounted exhalation valve assembly caused the exhalation flow sensor to disconnect. There was no malfunction of the gehc device. Therefore, the root cause of the reported patient desaturation is use error.